Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer was hospitalized for low blood glucose and was disconnected from the insulin pump. The customer was treated with manual injection. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating test, basic occlusion test, occlusion test , force sensor test and displacement test. No prime anomalies were noted. Device received with minor scratched display window and case.